Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The noise was able to be reproduced with patient isometrics, however, it was noted that all other lead measurements were stable and acceptable. A lead fracture was suspected. A revision procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.